Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: 1. Was the scope cleaned, disinfected, and sterilized before being sent to olympus? Yes 2. Do you have any idea of what the foreign material is? No. <precleaning> 3. Was there any delay in the start of precleaning? No. <manual cleaning> 4. Were there any abnormalities in the accessories used for reprocessing? No. 5. Was the scopes distal end wiped/brushed with clean lint-free cloths, brushes or sponges? Yes. 6. Are there any other concerns about the reprocessing? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material came out of distal end since reprocessing could not be completed due to leakage at biopsy channel. The event can be prevented by following the instructions for use (IFU) which state: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchofibervideoscope had foreign material coming out of the channel and brown liquid was found at the distal end. The customer reported that the device was inspected prior to use and once the foreign material was detected, the device was not used for procedure. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During evaluation, the reported issue was confirmed. The instrument channel had a leak which allowed the body control unit to sustain fluid damage. The device failed leak testing. The device was disassembled, aerated and reassembled. During functional testing, the device relayed a blurry image. Visual examination showed the following issues: the bending section cover adhesive was scratched and lifting; and the labeling required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.